Event description:
It was reported that, during an office follow-up, the low energy shock impedance was less than 30 ohms. The weekly impedance measurements have declined from the 50-ohm range over the last few follow-ups. Technical services advised it may be due to extra fluid onboard, device movement, and the patient's size. The clinic may send in device data for further analysis. There were no adverse patient effects. The system remains implanted. On (B)(6) 2024 it was reported that the patient had inappropriate shocks due to t-wave oversensing of reduced amplitude intrinsics. Also, the high energy shock impedance was 24 ohms. Technical services reviewed the electrograms and discussed options. There were no additional adverse patient effects. The system remains implanted.